Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection shows that the seal had not unraveled completely. The tension spring components were out of the delivery tube and separated. Another observation was that the tether had been cut. Therefore the complaint could not be confirmed based on how the seal was received. Lhr review was completed for the product, there was no nonconformance associated with the lot number.